Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary: two photos of a 10ml syringe in a blister pack from batch 0344082 (p/n 300912) were received and evaluated. It was observed the top web had a piece of metallic splice tape on the top side and a piece of red splice tape on the underside. There was no seal present between the top and bottom web around the red splice tape, which was rejectable per product specification. Two 10ml blister packs from batch 0344082 (p/n 300912) were received and evaluated. Physical samples were consistent with the defect displayed in the photo. Technicians were interviewed and machine logs were reviewed as part of this investigation. Potential root cause for the open seal defect is most likely associated with improper set up and failure to follow procedure. The software may have been incorrectly altered to correct a fault, which inadvertently changed the rejection sequence to not function properly. Additionally, the splice sensor checks may not have been performed correctly so the improper control went undetected. The incorrect rejection sequence was corrected since the manufacture of this batch and was verified to be working properly as of 4/14/2021. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that syringe 10ml ll eurographics packaging was not sealed. This occurred on 2 occasions. The following information was provided by the initial reporter: 2 syringes where the packaging was not sealed. This is really risky to the sterility of our preparations. It looks like these syringes have just been packed on the transition between 2 rolls of paper. There is a kind of aluminum foil on this transition and the sealing was also not successful at that place. Just discovered before insertion in the laf cabinet, but it is important that a corrective action is taken about this.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll eurographics packaging was not sealed. This occurred on 2 occasions. The following information was provided by the initial reporter: 2 syringes where the packaging was not sealed. This is really risky to the sterility of our preparations. It looks like these syringes have just been packed on the transition between 2 rolls of paper. There is a kind of aluminum foil on this transition and the sealing was also not successful at that place. Just discovered before insertion in the laf cabinet, but it is important that a corrective action is taken about this.